Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the biphasic pcb assembly and the wire harness connected to the biphasic pcb assembly, and the inductive resistor assembly.  Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that their device had its service indicator illuminated and had logged multiple event codes. Additionally, their device would dump the defibrillation energy when attempting to charge for a shock. This was discovered during testing and there was no report of any patient use associated.